Event description:
A half of a u by kotex tampon was inside of me for more than a week. I did not realize it was stuck inside until I started having pelvic pains and bad odor. I had to dig inside of myself to pull out what seemed to be a rotting chunk of a tampon. I didn't realized it caused further issues until I recently went to the doctor with complaints of pelvic pain. She found chronic infection inside of my uterus that caused scar tissue inside and block my fallopian tubes. Surgery with multiple procedures done was necessary on (B)(6) 2018. I am now out of work for nearly 3 weeks.